Event description:
On 03/30/1999, the MFR rec'd a medwatch report from the facility that states the following: the last time the device was used, there was leakage over the first rib. As a result, the device was removed and a laceration was noted in the tubing. No further details were provided.